Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that specks and debris were noticed on an intraocular lens (iol) before loading it into the cartridge. No patient contact reported. No further information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 09/16/2016. Device returned to manufacturer? Yes. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection revealed that the lens was contaminated with some foreign material and traces of liquid. The condition of the lens did not suggest that the foreign material was introduced during manufacturing. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted .